Event description:
Per the customer, the canister scan showed blood loss over a liter. It was determined the canister did not have an insert or the insert dislodged which could lead to an inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.